Event description:
Surgeon from the hospital reported that a revision was performed on september due to introprosthetic dislocation.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.